Event description:
According to the initial reporter, the pt had their bjork-shiley conical disc mitral valve replaced due to "a clotted mitral valve." The pt survived surgery. According to copies of medical records subsequently received from the initial reporter, the pt had complained of increasing shortness of breath prior to surgery. According to the operative report, findings at the time of surgery indicated "massive valve thrombosis [with] disc in fixed open position."